Manufacturer narrative:
Based on the claim against the product by the customer noting thermal damage on the yaw pulley, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the maryland bipolar forceps (mbf) instrument to perform failure analysis. The mbf instrument was analyzed and found to have charring and localized melting on the bipolar yaw pulley due to potential arcing from the dislodged conductor wire. The thermal damage was found at the base of the yaw pulley near the grip. As a result, the electrode was exposed. The instrument passed an electrical continuity test. On one attempt, the instrument passed electric continuity when the instrument grips were pointed at a yaw position. The instrument was placed and driven on an in-house system. The instrument passed the energy delivery test. The complaint regarding the thermal damage was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the yaw pulley on the maryland bipolar forceps (mbf) instrument had thermal damage. The customer used a new mbf instrument to continue with the procedure. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: during the last procedure, the instrument was inspected prior to use with no issue. The customer did not observe arcing during the procedure. There was no patient injury. The issue was first observed in central reprocessing.